Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensors failed for high readings. Also found a bent cannula which was unable to be confirmed it was in said condition because the sensor was returned opened or used.

Event description:
Customer complained about sensor reading discrepancy. Customer stated that her insulin pump has been alarming threshold suspend and her glucose level is not low. She reports blood glucose of 101mg/dl while the sensor glucose shows 54mg/dl with a percent difference of 46.5%. Customer stated that she has calibrated the sensor multiple times and readings are still incorrect. During troubleshoot customer removed the sensor and it was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.